Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The input output module intermittently read false samples identifications at the input output module barcode reader. After evaluation of the instrument, the cse reloaded the barcode reader software. The cse tested several patient samples and barcodes were read without error. The cause of the sample barcodes being misread was due a barcode reader issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer experienced intermittent issues with the aptio automation system. Sample barcodes were misread, causing a delay in processing patient samples. The patient samples were sent to the incorrect aptio input output module lane, without being analyzed by an instrument. When the customer reloaded the patient samples, the barcode was properly read and samples could be partially processed. Some test results were not available as the sample time had expired. There are no known reports of patient intervention or adverse health consequences due to sample barcodes being misread.